Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the continuous glucose monitor (cgm) had inaccuracies compared to blood glucose (bg) meter. The sensor was inserted in the patient's upper buttocks on (B)(6) 2017. The patient reported that cgm displayed value of 55 mg/dl compared to bg meter value of 220 mg/dl. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.